Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was exhibiting intermittent loss of capture and high thresholds on the right ventricular channel. No asystole of greater than two seconds was noted. An x-ray taken showed the pacemaker had migrated in the pocket away from its original implant location. Additional information provided from the field indicated surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.